Event description:
The deep brain stimulator system was switched from a kinetra to an activa rc system on (B) (6) 2010. After going through 3 successful systems since the original implant in 2002, it appeared that this new system did not work optimally on the right side. After several reprogramming sessions, the hcp decided to replace the (B) (4) adaptors since they suspected some kind of leakage originating from the adaptor. Impedances continued to be greater than 3000 ohms during intraoperative testing with the leads and adaptors in place. The hcp decided to remove the stimulator and connectors. The stimulator was replaced with a kinetra; the leads and extensions remained in place. The same issue continued; additional troubleshooting was being evaluated. There was no patient injury associated with the event. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).